Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to needing settings adjustments. As a result, customer reportedly fainted and required the help of their spouse to consume carbohydrates for low bg treatment. Additionally, it was reported that a resume pump alarm occurred, cause was unknown. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.